Event description:
The customer reported that the o2 is leaking through the oxygen manifold when talks are disconnected. The customer reported the unit was not in use on pt.

Manufacturer narrative:
(B)(4).